Event description:
Patient with ms transferred from hospital with an ms16a to home. Pump was fitted with a 10ml syringe and set to rate of 04mm/hr. Infusate was 400mgs of diamorphine, buscopan and medazolan for pain relief. At 5:00 pm a second infusion was set up using a 20ml syringe containing 14mls (48mm length) of liquid. The rate was not changed. At 5:00pm 1 day after the event it was discovered that the infusion had completed in 12 hours instead of expected 24 hours. Patient was transferred back to hospital and died 2 days after event.